Event description:
It was reported that the user accidentally logged dinner as a ¿less than usual¿ meal and, after seeing blood glucose rise to 380 mg/dl, entered a second ¿less than usual¿ meal about 45 minutes later, with subsequent readings around 360 mg/dl trending down to 340 mg/dl with a downward arrow; infusion set and supplies had been changed earlier the same day and pre-meal glucose was reported as within target. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included user interview, review of use history, and education on meal announcements and ilet automated correction dosing. Investigation of this case revealed a use error related to duplicate meal announcements that led to concern for potential late hypoglycemia, while the device was functioning and delivering correction insulin as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear and most consistent with user input error rather than device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.